Event description:
It was reported that the patient experienced a burning sensation and left leg numbness, making it difficult to walk. The sensation began on (B)(6). It was noted that the patient did not have any falls or trauma, and nothing unusual happened the day the sensation began. The ins was implanted in the left buttock area, and with stimulation at 0.5v the patient continued to feel the burning sensation and numbness. Stimulation was turned off without any improvement. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received from the hcp reported that the cause of the event was unknown. There was no intervention and the patient did not require hospitalization. It was noted that the patient was seen on (B)(6) and did not talk about the reported problem.

Manufacturer narrative:
(B)(4) lead model 3093-33 lot# v776473 implanted: 2011-(B)(6) explanted: na; programmer model 3037 serial# (B)(4).